Event description:
It was reported that lead dislodgement due to twiddler's syndrome was found. Lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly found.